Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on (B)(6) 2015, a medtronic representative went to the site to test the equipment. The imaging system would not take 3d images. A generator error was suspected. Rad calibration was not possible. Parts were ordered to facilitate system repair. On (B)(6) 2015, the medtronic representative returned to the site to replace parts and re-test the equipment. Software was installed. Rad calibration could not be performed after replacing parts. A pop- up error message indicated "generator over load." Additional parts were ordered to facilitate system repair. On (B)(6) 2015, the medtronic representative returned to the site to replace parts and re-test equipment. The imaging system then passed the system checkout and was found to be fully functional. The mobile view station (mvs) server computer was returned to the manufacturer for analysis, and an electrical failure mode was found during testing. The fan was continuously running at high speed. The atp console pcba was returned to the manufacturer for analysis. The pcba board was bent, so no functional testing was performed; unable to confirm set-up issue. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that there was an issue with the imaging system during equipment set-up in the operating room. There was no was patient present when this issue was identified. No further details were provided from the site.